Event description:
A customer reported experiencing difficulty with vacuum during a procedure. The system was rebooted and handpieces were switched without resolution. The system was then switched out to complete case. There was no harm to the pt.

Manufacturer narrative:
The company representative examined the system and confirmed the customer reported problem. The company representative replaced the u/s (ultrasound) controller pcba (printed circuit board assembly). The system was then tested and met product specifications. The company representative also noted, the customer is using rebuilt handpieces, and informed the customer they should discontinue use of these handpieces. The replaced u/s controller pcba was returned for in-house evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).